Event description:
It was reported that during a procedure to implant the artificial disc at c5-c6, the cutter stopped working while the surgeon was preparing the disc space. A new one was opened and used with no further issues. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.